Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that persistent internal burning sensation. Both the leads and ins feel hot inside body, with burning felt through the skin. Turning off stimulation did not relieve the sensation. Implant remains in a burning state. Implant date: (B)(6). Patient had a significant fall a few days before symptoms started. Advised the patient to contact their healthcare provider immediately for a system check and make an urgent appointment.

Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_lead, serial# unknown, implanted: (B)(6) 2025 product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.